Event description:
During the procedure, the surgeon was inserting the bone graft and twisting and retractng. One of the two prongs at the graft/instrument interface then broke off in the graft. The surgeon removed the broken prong from the graft and discarded it. The graft was left in place, as it was already fully inserted. No delay in surgery was reported. Patient condition is fine with no report of injury received.

Manufacturer narrative:
Returned instrument was evaluated. One of two pins designed to interface with the graft was sheared off.